Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. Upon visual inspection, observed cracked front enclosure, unrelated to the reported complaint. The front enclosure needs to be replaced to remedy this problem. The autopulse platform is a reusable device and was manufactured in 2012 and is 6 years old, well beyond the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Unable to perform initial functional testing due to ua132 (internal watchdog timeout) system error. Review of archive data revealed occurrence of user advisory 132 (internal watchdog timeout) system error. Cleared data archive and restored software to reduce the chance of a reoccurrence of ua132 (internal watchdog timeout (system error)). The platform passed a 15 minutes functional testing using the 95% patient test fixture (lrtf) equivalent to 250 pound patient with good known test batteries until discharged and the platform passed without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaint reported for autopulse platform with serial (B)(4). (B)(4) reported on (B)(6) 2016 and it had a defective system processor board. (B)(4) reported on (B)(6) 2017 and it had a defective system processor board.

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed an error message " system error, out of service, revert to manual CPR". No patient was involved.